Event description:
It was reported that the liquid crystal display (lcd) of the external pulse generator (epg) "flickers" and there is no output. It was also reported the ventricular side had no output. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the control knobs were contaminated, two side bail covers were contaminated, the ring cover was contaminated, the battery contacts were compressed, the ring was bent, and the lower case was broken. Further analysis was performed on the heart lead flex. This analysis confirmed the initial failure seen during repair of the device. The improper ventricular output was caused by a diode-suppressor component failure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.